Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.0/+2.50/x094. Device evaluated by manufacturer: device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 -13.00/+2.50x094 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. Excessive vaulting with significant reduction of indo-corneal angles was noted on (B)(6) 2015. The lens was explanted and exchanged for a shorter lens on (B)(6) 2015. This resolved the problem.